Event description:
It was reported that when the physician started to actuate the deployment mechanism, the stent could only be released 1 cm. Then high resistance was felt and the physician could not continue to deploy the stent. The entire delivery system was removed. The procedure was abandoned at this point. No other stent was used. There was no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot number has been provided and the device history records are being reviewed. This is the first event reported for this lot number to date. The investigation is currently underway.